Event description:
It was reported that during a da vinci si nephrectomy procedure, the wires from the large suturecut needle driver instrument became unravelled. No missing or fallen pieces were reported to have fallen into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the grip cable was broken and was sticking out at the instrument's wrist. The idler pulley spun freely and exhibited pulley rim damage. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.